Manufacturer narrative:
Product complaint # (B)(4) h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic bilateral high ligation of the sheath like process procedure on (B)(6) 2023 and suture was used. The patient underwent surgery due to hydrocele of the tunica vaginalis. The doctor found that the problem of suture pulling off the needle happened when using a needle holding forceps to remove it, and it cannot be continued to be used. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.